Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer was using the supplies for 2-3 days and cold insulin. Clinical support informed the customer that using the supplies for 2-3 days and cold insulin are off label per the tandem user guide. Customer resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.